Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) reported that the (external) unit was replaced which resolved the issue. (See pe (B)(4) unit/external device replacement).

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported their implantable neurostimulator (ins) took a long time to charge and when they charge the ins from 70% for an hour it didn't moved. Pt said the issue started yesterday. During the call pt said both ins and controller was at 60%. Agent had pt to reset the controller. Agent told pt to clean the pins. When pt plugged in the recharger they saw poor recharge quality on the controller screen. Agent reviewed recharging best practices. Pt confirmed they were able to charge the ins showed 60% for the controller and 60% for the ins with excellent recharge quality. After few mins the controller battery went down to 50% but the ins stayed at 60%. Agent advised pt keep charging the ins, monitor the issue and try charging the ins once they receive the replacement controller to see if its going to resolve the issue. Pt will call back if they are still having a problem. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.